Manufacturer narrative:
Combination product: yes . Neither the affected product nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion in the moderately tortuous mid rca. The stent would not cross. During the procedure, wire/guideliner/guide kicked out of vessel and dissected the proximal rca, which is not related to the orsiro mission as the system was not advanced to the position of the dissection. The dissected part of the vessel was only treated with balloon inflations. It was stated the vessel was dissected due to the use of a guide extension and poor guide catheter support.